Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gestational trophoblastic detachment ('gestational trophoblastic disease.'), abortion spontaneous ('miscarriage') and pregnancy with contraceptive device ('unintended pregnancy') in a 33-year-old female patient who had essure (batch no. 915887) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2015, ovarian cyst and corpus luteum cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced gestational trophoblastic detachment (seriousness criterion medically significant). At the time of the report, the gestational trophoblastic detachment, abortion spontaneous and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, gestational trophoblastic detachment and pregnancy with contraceptive device to be related to essure. The reporter commented: previous pregnancy with essure under case 2017-135586. Coils observed l: 5, r: 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in december 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients¿ medical records: gestational trophoblastic disease. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. Upon internal review event device dislocation and embedded device were removed and essure removal information deleted as already captured in main case. Description to be coded was updated from unintended pregnancy to pregnancy with essure micro-insert. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('dislodged essure device in the peritoneal cavity'), embedded device ('embedded in one of the tiagluents is a 0.5 cm in length x less than. 0.1 cm in diameter silver metal coiled device'), gestational trophoblastic detachment ('gestational trophoblastic disease.'), abortion spontaneous ('miscarriage') and unintended pregnancy ('unintended pregnancy') in a (B)(6) female patient who had essure (batch no. 915887) inserted for female sterilisation. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included pregnancy with contraceptive device in (B)(6) 2015, ovarian cyst and corpus luteum cyst. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2015, the patient experienced abortion spontaneous (seriousness criterion medically significant) and was found to have an unintended pregnancy (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and gestational trophoblastic detachment (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopic removal of intra-abdominal essure device by partial omentectomy). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, abortion spontaneous and unintended pregnancy outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion spontaneous, device dislocation, embedded device, gestational trophoblastic detachment and unintended pregnancy to be related to essure. The reporter commented: previous pregnancy with essure under case (B)(4). Coils observed l: 5, r: 4 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23 kg/sqm. Hysterosalpingogram - in (B)(6) 2012: total bilateral occlusion. Concerning the injuries reported in this case, the following one is confirmed in patients medical records:embedded device,device dislocation and gestational trophoblastic detachment most recent follow-up information incorporated above includes: on 4-may-2021: mr received: events embedded in one of the tiagluents is a 0.5 cm in length x less than. 0.1 cm in diameter silver metal coiled device,dislodged essure device in the peritoneal cavity and gestational trophoblastic disease added and made medically significant and intervention required due to surgery. Reporter, medical history and rcc added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.